Event description:
It was reported that upon opening the kit in the operating room, the glass syringe was found broken. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.